Manufacturer narrative:
The device was not returned for evaluation. No imagery was provided for review. A device history review (DHR) was unable to be performed as the lot number was not provided. A lot history review was unable to be performed as the lot number was not provided. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The following instructions for use (IFU) and training manuals were reviewed IFU for commander delivery system and procedural training manual. Thv retrieval back into sheath tip: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re use the sheath, thv or delivery system. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Note: retrievability is based on preclinical testing. Based on the review of the IFU and training manuals, no deficiencies were identified. As the reported event was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The risk of difficulty retrieving the delivery system with crimped valve through sheath and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials and refresher training on how to withdraw the delivery system with crimped valve through sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with difficulty or inability to navigate the catheter through the anatomy. Since no edwards defects were identified, no corrective action preventative actions (CAPA) are required. Since no product non conformance was confirmed, a product risk assessment (pra) escalation is not required. The reported event was unable to be confirmed due to unavailability of returned device and or applicable imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non conformance was unable to be determined. A review of DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the reported description, 'the valve and delivery system became stuck about one third to one half of the way through the sheath. High push force was applied but would not advance. It was noted that the valve had broke through the sheath. Attempts were made to pull the valve back into the sheath but were not successful. There were withdrawal difficulties of the valve, delivery system and sheath.' It is possible the valve and delivery system were not able to be removed due to non coaxial alignment during retrieval at the site where the delivery system and valve exited the sheath. Patient factors such as the presence of calcification, tortuous anatomy and applicable procedural imagery not provided may have influenced the challenges experienced during device retrieval. A definite root cause is unable to be determined. However, available information suggests procedural (non coaxial retrieval of protruded valve through damaged sheath) contributed to the reported event. In this case, the reported cutdown vascular injury was performed to remove the devices due to withdrawal difficulties. Available information suggests device manipulation during withdrawal of the devices and or patient factors may have contributed to the complaint events.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported, during advancement of a 23mm sapien 3 ultra valve and 23mm commander delivery system through the 14f esheath, the valve and delivery system became stuck about one third to one half of the way through the sheath. High push force was applied but would not advance. It was noted that the valve had broke through the sheath. Attempts were made to pull the valve back into the sheath but were not successful. There were withdrawal difficulties of the valve, delivery system and sheath. A cut down was performed to removed the devices. The sheath was cut in order to cut the valve into two pieces to be removed. Vascular surgery was called to repair the damage. The patient is to receive a valve at a later date. The patient was reported as stable. The devices were discarded.